Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) found several pockets grayed out and inaccessible. The row board cables were reseated and the system was tested. After reseating, the pockets became accessible and the issue was resolved. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3-1 repeatedly failed. When the customer attempted to recover pocket b2 again, they observed that many full pockets were not appearing on the map, showing as empty spaces even though multiple cubies containing medications were physically present which always create discrepancy. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.